Event description:
Patient presented to the physician with wound dehiscence, potential infection, and the stimulation lead protruding from the neck incision site. Physician brought the patient into the or and replaced the stimulation lead.